Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material could not be identified. It is likely that the foreign material was not removed during reprocessing due to a leak in the connector preventing proper reprocessing. However, a definitive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states detection methods. IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the forceps elevator of the duodenovideoscope exhibited foreign material. There were no reports of patient involvement.